Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the representative was testing the arctic sun device that they suspects had flow problems. Event log has 01(patient line open) and 02 (low flow) alerts.

Manufacturer narrative:
The reported event was inconclusive. The root cause of the reported issue could not be determined. Event log has 01(patient line open) and 02 (low flow) alerts. Per follow up information received via mail on 19jun2025, they insisted on waiting for it (device) to fail. They will stay in contact with them to continue to push the importance of being proactive. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Corrections: b, d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the representative was testing the arctic sun device that they suspects had flow problems. Event log has 01(patient line open) and 02 (low flow) alerts. Per follow up information received via mail on 19jun2025, they insisted on waiting for it (device) to fail. They will stay in contact with them to continue to push the importance of being proactive.